Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm that rf (radio frequency) head did not work; the rf head was able to interrogate with a known good programmer. (B)(4).

Event description:
It was reported the programmer displayed an error code after start. It was also reported the rf (radio frequency) head cannot work. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.